Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of sigmoid colon adenocarcinoma, when the surgical closed cutter was used, the electrocoagulation was ineffective and the tissue at the cut site was bleeding. They used a dissector instead of cutting to stop bleeding.